Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital that the attachment of the acetabular reamer handle broke. Replacement was available.

Manufacturer narrative:
An event regarding fracture involving an acetabular reamer handle was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection performed by the supplier noted the coupling adaptor attachment was broken off the body of the straight reamer handle. There was major surface deformation and material displacement the power coupling adaptor. A large amount of displaced material on the ratchet mating surfaces suggests there was some movement, during use, between the ratchet and the mating surface. The fracture surface of the adaptor coupling observed under magnification suggests the part failed from torsional fatigue. -medical records received and evaluation: not performed as it was reported there was no patient impact. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusion: the returned device was shipped to the supplier, greatbatch medical, for evaluation. The supplier confirmed the event and concluded the cause of the malfunction is attributed to overload of applied stress resulting in the adaptor fracture.. No further investigation is required.

Event description:
It is reported by the nurse of the hospital that the attachment of the acetabular reamer handle broke. Replacement was available.